Event description:
The biomedical engineer (bme) reported that the v60 ventilator that the device had a "bad" battery. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. During troubleshooting, the remote service engineer (rse) did not specify if the allegation was replicated. It was reported by the bme was not sure if the battery had failed; as the bme was not present with the device. The bme believed that the battery could be battery; also, it was not confirmed if the battery was greater than five years old (manufacturer's recommended use by date). The customer was provided with the part number for a replacement battery. The bme was expected to order a replacement and perform the repair. Final investigation and disposition are pending.